Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On (B)(4) 2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and the customer stated that they had found a loose tubing behind wash probe #1. The fse instructed them to reseat it, which returned the instrument to normal operation. The most probable cause of the reported event was due to a loose tubing on wash probe #1.

Event description:
On (B)(6) 2015, a customer reported result imprecision with their aia-900 analyzer. The customer reported that they had 2 specimens that did not repeat well but the customer did not report out the results. A field service engineer (fse) was dispatched to address the reported event. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.